Manufacturer narrative:
(B)(4). D4 and g4: attempts have been made to gather all product identification information, and no further information has been provided. G2: foreign: event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient was revised due to tibial implant breakage. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g3; g4; g6; h1; h2; h4; h11. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. Visual examination of the provided pictures identified an explanted articular surface that is fractured. The implant shows signs of use such as blood. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The complaint is confirmed based on provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.